Manufacturer narrative:
The endoscope controller was installed onto the test system. The errors 45312, 45314 and 48406 were replicated. The endoscope self-test failed clean connector or replace endoscope error messages occurred on the test system.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer will use the other system until it is serviced. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the endoscope controller (ec) to resolve the issue. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical nephrectomy procedure, the customer informed the technical support engineer (tse) right video loss check connections and power. The customer stated no issues on the surgeon side cart but no image on the vision side cart (vsc) touchscreen. Prior to calling the customer has replaced the endoscope with no change. The error 45312 and 45314 was confirmed in the logs. The tse suggested a hard power cycle of the vsc which the surgeon opted to not perform at the time of the call. The procedure was completed as planned with no reported injury.